Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2010) is considered to be a best estimate. This MDR represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2010 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax (device 1 and 2). Per op notes, ¿on the left side, a direct hernia defect was noted and reduced from cord structures. A 3dmax (device 1 - left) was placed and sutured. On the right side, a direct hernia defect was noted and reduced from cord. A 3dmax (device 2 - right) placed and sutured.¿ on (B)(6) 2017 - patient was diagnosed with bilateral inguinodynia thereby underwent robotic assisted repair with removal of 3dmax (device 1 and 2). Per op notes, ¿both the meshes (device 1 and 2) was easily identified and cleared off from the attachments. Prior meshes (device 1 and 2) were excised entirely.¿ on (B)(6) 2018 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug light (device 3). Per op notes, ¿the hernia sac was identified and freed from the cord structures. A perfix plug light (device 3) was placed and secured using sutures to pubic tubercle, conjoined tendon and shelving edge and covered direct and indirect spaces.¿